Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed multiple errors, including motor error. The drive support cap was loose. It was reported that the error alarms occurred frequently. The self test was completed normally. The blood glucose was unknown. Nothing further was reported.